Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line appeared to be white in color. Reportedly, the customer would continue to use the cartridge. The customer's blood glucose (bg) level was over 240 mg/dl. The customer sated that the bg level was elevated since eating a lot of candy. The bg level would be addressed with a bolus via the pump.